Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with an annulus size of 25.8 millimeter (mm), a pre-balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. The valve was successfully implanted. A post bav was performed using a 24 mm non-medtronic balloon due to moderate paravalvular leak (pvl). A post implant echocardiogram showed no sign of bleeding. The patient's blood pressure was slightly low, but still acceptable. While transferring to the heart care ward, the patient complained and felt ill. Sudden cardiac arrest was reported. The patient was taken into open heart surgery. A dissection in the lateral wall of the left ventricle which resulted in bleeding was observed. Per the physician, the bleeding was the cause of the cardiac arrest. The team attempted to suture the heart, however the injured tissue was unable to be repaired. Lifesaving efforts ceased and the patient passed away. A non-medtronic guidewire was used during the valve implant, which was pre-curved by the physician. According to the physician, the non-medtronic guidewire was the only component in contact with the area around the dissection, and therefore the physician attributed the cause of the dissection to the non-medtronic guidewire. Per the physician, the cause of death was the dissection because of the non-medtronic guidewire. While reviewing images following the procedure, it seemed as if the guidewire was in a "strange position" during the post implant dilation.

Manufacturer narrative:
The non-medtronic guidewire was the only component in contact with the area around the dissection, and therefore the physician attributed the cause of the dissection to the non-medtronic guidewire. Per the physician, the cause of death was the dissection because of the non-medtronic guidewire. In further review, regarding the previously reported physician¿s review of images and device relatedness of this previously reported event, there was no evidence to suggest the medtronic device caused or contributed to a death or serious injury. Updated data: d8, h6 device and annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.